Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a replace battery now alarm without getting a low battery alert. Customer stated they had been going through batteries prior to the alarm. Blood glucose level at the time of the incident was not provided. Customer also reported physical damage to the device. Self-test was performed and passed. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Device received with cracked battery tube thread noted. R test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display and off no power alert noted. Device received with cracked battery tube thread noted.